Event description:
It was reported the catheter was placed in position and during first onyx injection. Onyx was not exiting out at the tip of the catheter. Onyx was observed exiting out at approx 5cm from the catheter's tip. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the eval is completed.